Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. Myopotential oversensing was suspected. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Correction: date of event - the previously reported event date of (B)(6) 2018 was incorrect; the correct event date is (B)(6) 2018.